Event description:
The customer reported a loss of image and a scope communication error (e216) and an unknown connection failure during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the loss of image was caused from fluid invasion in the connector leading to the scope communication error (e216). The most probable cause of the complaint is traced to component failure as the plug unit failed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.